Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: photo evaluation: eight (8) photos was returned for investigation. One (1) video was provided for investigation. From the photos and video, observed foreign matter in fluid path. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: from the returned photos and video, observed foreign matter in fluid path. Hence, we confirmed the customer experience. Root cause description: based on photos and video provided cannot determined the type and source of fm. Root cause could not be determined as no samples returned for evaluation. If the sample are received in the future, the complaint will be re-opened and re-investigated. Rationale: the complaint will continue to be tracked and monitored.

Event description:
It was reported that foreign matter was found on the bd plastipak¿ luer-lok¿ syringe gasket during use and the anticancer drug was wasted as a result. The following information was provided by the initial reporter: "foreign material on the syringe gasket. When customer was making anticancer drug by using 10ml luer lock syringe, foreign material was found on the gasket in the syringe." "Anticancer drug was wasted."